Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician stated that the right ventricular (rv) lead insulation may have been breached with a suture needle while suturing the tie down collar. The decision was made to extract and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the overlay tubing of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the overlay tube was cut at 29.2cm. If information is provided in the future, a supplemental report will be issued.